Event description:
Patient presented to the physician with the stimulation lead tethering at the neck causing neck pain. Physician brought the patient into the or, provided additional slack to the stimulation lead, re-sutured, and closed.